Event description:
A peritoneal dialysis (po) nurse reported the patient was having drain problems as a result of abdominal adhesions due to status post hernia repair in (B)(6) 2014. The adhesions were preventing flow in and out of the peritoneal catheter. The patient was admitted to the hospital for adhesion removal.

Manufacturer narrative:
The patient's medical records were requesting and had not been received at this time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.